Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg became outside of the pocket and was hanging out of the patient's back for 6-8 weeks. As a result, the patient underwent surgical intervention during which the system was explanted. No further information is available.

Manufacturer narrative:
A patient had their system explanted due to wound dehiscence was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.